Manufacturer narrative:
Pump received with stripped battery cap coin slot, minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reports of having difficulties in removing battery cap. Customer tried coins and a butter knife and still not able to remove cap. Customer was advised that insulin pump would need to be replaced. No further information provided.